Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose (bg) levels dropping to 33 mg/dl. The patient was at a pod training class and stood up when the class was over and fell. Paramedics were then called and monitored the patient. Bg levels did not improve, and the patient was transferred to the hospital. Despite good faith attempts to obtain further details, no additional information was provided.